Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The hospital biomedical engineer reported the ventilator was undergoing service and after they installed a pcb board they noticed the 35volt supply was missing in the diagnostic screen. There was no problem reported with the device 35volt supply previous to their service. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. A 35 volt failure occurrence during normal ventilation operation may result in a shut down of the device with alarm. Pse advised the biomedical engineer evaluate the motor controller pcb board. The biomedical engineer reported during service of the unit it appeared that pcb boards being installed got shorted. The biomedical engineer was advised to replace the cpu, motor controller and power management pcb boards for the reported problem.